Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va25z12, implanted: (B)(6) 2020, product type: lead; other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was not helping them and they are leaking really bad. Patient said this started before the hcp tried to replace the lead. Patient said they went back to wearing pads. Patient tried to turn stimulation up and it felt like "vibrating". Patient was able to change programs during the call. Information was received from a patient  stated later that the hcp was doing a replacement so they could have a MRI. Patient said when the hcp was removing the lead they couldn't get the whole thing out so the patient still can't have a MRI.